Manufacturer narrative:
The device remains implanted in the patient at the time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle surgical procedure. Allegedly, sometime post-op the patient will need to undergo a revision surgery due to the talar component loosening. The surgeon plans on replacing the implant with another component for better fixation.